Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that on (B)(6) 2019 a surgical intervention procedure took place due to the right ventricle lead being dislodged in which increased thresholds were observed. This lead was capped and a new right ventricle lead was implanted. No additional information was received. Should more information become available a new report will be submitted.